Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a bipap device's sound abatement foam. No medical intervention was specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box- h: if follow-up, what type? ,conclusion code grid , evaluation results code grid and evaluation method code grid has been updated. In box g: date received by mgf has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a bipap device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per device evaluation received on 12/28/2025: the device "bipap auto biflex" was returned to the third party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. In addition, foam particles inside the blower kit and dust were found in contamination findings. Additionally, the patient¿s complaint was confirmed, and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box h has been updated/corrected.